Manufacturer narrative:
Our product evaluation laboratory received one model 831f75 swan-ganz catheter with contamination shield and a 1.5 monoject syringe. All through lumens were patent without any leakage or occlusion. When connected to the lab¿s vigilance ii monitor, no fault messages were displayed. The thermistor was read 37.0°c when submerged into a 37.0°c water bath. The balloon inflated clear and concentric and remained inflated for more than 5 timed minutes without leakage. No visible damage was observed from the catheter body. The customer report of leakage was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Concomitant MDR # 2015691-2019-02988 (introducer).

Event description:
It was reported that during use of an introflex introducer and a swan-ganz catheter, a leakage at the adjustable valve was observed. Both the introducer and the catheter were exchanged with a new set, which required a new stick. There was no patient injury.